Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. Upon further review of the device interior, there were no signs of moisture damage or corrosion on the electronic assemblies. The boards were taken out and inserted into a known good case. A known good electrical board was substituted for the existing electrical board. Finally the internal battery was swapped out. After the above operations were performed, the unit still drew a high amount of current during the sleep current measurement test; the source of the high current draw seems to be isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer was assisted with troubleshooting and display did not returned back. The customer reported that the insulin pump display did not returned after restart. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.